Event description:
It was reported that device detachment occurred. Following stent implantation, an opticross hd catheter was advanced for ultrasound examination of the target lesion. During insertion, the screen went dark, and it was noted that the catheter was separated inside the patient. The device fragment was left inside the body. Snaring was attempted but was unsuccessful. A catheter twist was also noticed. No further patient complications were reported. It was confirmed that imaging core windup was noticed and not a catheter twist. It was further reported that the patient was transferred to another hospital on the same day for surgical treatment. The patient is currently in good condition.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the sheath was kinked, the imaging core was twisted, and the imaging window was detached in the lap joint section. The imaging window was not returned for analysis. Microscopic inspection revealed misalignment of the distal housing with the drive cable. Impedance testing showed an electrical open in the proximal catheter which x-ray analysis showed was caused by a broken coax cable at 130 cm to 140 cm. Images provided by the site were reviewed and showed the sheath kinked, the imaging window detached, the imaging core twisted near the lap joint section, and a distal housing misalignment with drive cable.

Event description:
It was reported that device detachment occurred. Following stent implantation, an opticross hd catheter was advanced for ultrasound examination of the target lesion. During insertion, the screen went dark, and it was noted that the catheter was separated inside the patient. The device fragment was left inside the body. Snaring was attempted but was unsuccessful. A catheter twist was also noticed. No further patient complications were reported.

Manufacturer narrative:
B5 describe event or problem: corrected.

Event description:
It was reported that device detachment occurred. Following stent implantation, an opticross hd catheter was advanced for ultrasound examination of the target lesion. During insertion, the screen went dark, and it was noted that the catheter was separated inside the patient. The device fragment was left inside the body. Snaring was attempted but was unsuccessful. A catheter twist was also noticed. No further patient complications were reported. It was confirmed that imaging core windup was noticed and not a catheter twist. It was further reported that the patient was transferred to another hospital on the same day for surgical treatment. The patient is currently in good condition.